Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient had been injected in the cheeks with juvéderm 2 years ago. This year, patient experienced heat in the left cheek and extreme swelling with pain. An abscess had formed. Hcp treated with incision and draining the puss and permanent filler. Hcp continued this treatment for the next few days. Culture was taking but result was not provided. Patient was treated with antibiotics until the complication was managed and the patient recovered. Symptoms resolved.